Event description:
The sales rep reported that during a mcl repair that the distal tip of his hex driver 2.5mm broke off in the screw head in the patient's joint space. The sales rep reported that the surgeon was on the last of twist of the screw when the distal tip broke off and was stuck in the screw head. The surgeon retrieved the broken tip. No x-rays were needed. The surgeon was finished with the device at the time of the break and completed the procedure with no patient consequences or delays. The broken tip was discarded but the driver will be returned for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a mcl repair that the distal tip of his hex driver 2.5mm broke off in the screw head in the patient's joint space. The sales rep reported that the surgeon was on the last of twist of the screw when the distal tip broke off and was stuck in the screw head. The surgeon retrieved the broken tip. No x-rays were needed. The surgeon was finished with the device at the time of the break and completed the procedure with no patient consequences or delays. The broken tip was discarded but the driver will be returned for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.